Manufacturer narrative:
(B)(6) 2015: product investigation results. Reporter returned oral-b dual clean brush head on (B)(6) 2015. The analysis of the returned product showed an extreme wear caused by non-proper cleaning of brush head.

Event description:
Hurt my gums when it broke apart [gingival injury]; bottom part of brush breaks apart and hurts gums [injury associated with device]; bottom part of brush breaks apart [device breakage]. Case description: a (B)(6) male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the bottom part of the oral-b dual clean brushhead broke apart multiple times, and it hurt his gums when it broke apart. He reported he used the product once a day, and it had never been dropped. He discontinued use of the product on (B)(6) 2015, and stated he purchased a new pack of dual clean brush heads which did not look like the one that broke. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Reporter returned oral-b dual clean brushhead on 01-dec-2015. Product investigation is in progress.

Event description:
Hurt my gums when it broke apart [gingival injury]. Bottom part of brush breaks apart and hurts gums [injury associated with device]. Bottom part of brush breaks apart [device breakage]. Case description: a (B)(6) male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the bottom part of the oral-b dual clean brushhead broke apart multiple times, and it hurt his gums when it broke apart. He reported he used the product once a day, and it had never been dropped. He discontinued use of the product on (B)(6) 2015, and stated he purchased a new pack of dual clean brush heads which did not look like the one that broke. The case outcome was unknown. No further information was provided.